Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoke coming from the pyxis. A field service engineer (fse) identified that the solenoid had caused the drawer to remain closed and resulted in thermal damage to the individual drawer controller board. The fse replaced both the solenoid and the drawer control board. The fse then replaced the retractor band due to thermal damage and row board cable due to visible aesthetic damage. The fse then thoroughly tested the drawer using the hardware test application and confirmed that all functions were operating correctly without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a smoke coming from the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.